Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient's stimulation programs are auto-reducing. Reprogramming was unsuccessful as the patient experienced ineffective stimulation. A follow-up appointment indicated high impedances values on the right lead. The sjm representative was able to restore stimulation by using the left lead, however, the patient desired a lead replacement procedure. It was reported the patient underwent surgical intervention to explant the entire system in order to obtain an MRI.